Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured between march 2, 2020 to march 4, 2020. H10: the device was received for evaluation in its original unopened package. Visual inspection was done which observed the blue winged luer cap had separated from the flow restrictor. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter facility name:(B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of a large volume infusor had fallen off. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.